Event description:
A hospital in (B)(6) reported via a distributor that the heater wire connector of the inspiratory tube of an rt225 infant breathing circuit was faulty. This was observed before use on a pt. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The complaint device is currently en route to fisher & paykel healthcare (B)(4) for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.